Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left essure implant with patent fallopian tube"), embedded device ("migration of the essure device / migration of essure device location of device: missing from tube / failure to occlude (close) fallopian tube(s)/ suspects it's intramuscular in myometrium"), genital haemorrhage ("chronic bleeding") and suicidal ideation ("suicidal thoughts") in a 34-year-old female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometrial biopsy and multiparous. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and depression ("depression"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), device expulsion ("suspects it's intramuscular in myometrium/ one coil not found"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), urinary tract infection ("infection urinary tract"), premenstrual dysphoric disorder ("psychological or psychiatric problems condition: premenstrual dysmorphic disorder worsened") and mood swings ("mood swing"). The patient was treated with surgery (diagnostic laparoscopy with left salpingectomy) and surgery (ablation). At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, suicidal ideation, vaginal haemorrhage, menorrhagia, device expulsion, depression, cystitis, vaginal infection, urinary tract infection and premenstrual dysphoric disorder outcome was unknown and the mood swings had not resolved. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered cystitis, depression, device expulsion, embedded device, genital haemorrhage, menorrhagia, mood swings, premenstrual dysphoric disorder, suicidal ideation, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: results provided by healthcare that one of the coils had migrated and that they needed to find it, three coils in the right tube and one coil in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: unilateral occlusion (right tube occluded) on (B)(6) 2014 hysterosalpingogram should unilateral occlusion (right tube occluded) , failure to occlude (close) fallopian tubes , migration of essure device. Impression- the essure device on the left appears to be outside of the fallopian tube, left fallopian tube fills normally contrast and patient with spillage into peritoneum, right essure device is good position with conclusion of the right fallopian tube. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, described fallopian tube perforation. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems condition: premenstrual dysmorphic disorder worsened , migration of essure device location of device: missing from tube, suspects it's intramuscular in myometrium, failure to occlude (close) fallopian tube(s). Event added per mr: perforated left essure implant with patent left fallopian tube. Concomitant disease, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left essure implant with patent fallopian tube/migration of essure device location: completely out of tube at hsg and then missing/failure to occlude fallopian tube/they could not find the coil"), embedded device ("migration of the essure device / migration of essure device location of device: missing from tube / failure to occlude (close) fallopian tube(s)/ suspects it's intramuscular in myometrium"), genital haemorrhage ("chronic bleeding"), suicidal ideation ("suicidal thoughts"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") in a 34-year-old female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premenstrual dysphoric disorder (not recovered prior to essure), mood swings and suicidal ideation. Previously administered products included for an unreported indication: seasoque from 2004 to 2010. Concurrent conditions included endometrial biopsy, multiparous, hematuria and overweight. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), premenstrual dysphoric disorder ("psychological or psychiatric problems condition: premenstrual dysmorphic disorder worsened/psychological or psychiatric problems condition:premenstrual dysphoric disorder") and weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and depression ("depression"). In 2015, the patient experienced haematuria ("other injuries or complications -describe: hematuria"). On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), device expulsion ("suspects it's intramuscular in myometrium/ one coil not found"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), urinary tract infection ("infection urinary tract") and mood swings ("mood swing"). The patient was treated with surgery (diagnostic laparoscopy with left salpingectomy), surgery (tube removal, salpingectomy), surgery (ablation), surgery (ablation) and surgery (ablation). At the time of the report, the fallopian tube perforation, premenstrual dysphoric disorder, mood swings, weight increased and haematuria had not resolved and the embedded device, genital haemorrhage, suicidal ideation, vaginal haemorrhage, menorrhagia, device expulsion, depression, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered cystitis, depression, device expulsion, embedded device, genital haemorrhage, haematuria, menorrhagia, mood swings, premenstrual dysphoric disorder, suicidal ideation, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: results provided by healthcare that one of the coils had migrated and that they needed to find it, three coils in the right tube and one coil in the left tube. Per mr: perforated left essure implant with patent left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: unilateral occlusion (right tube occluded). On (B)(6) 2014 hysterosalpingogram should unilateral occlusion (right tube occluded) , failure to occlude (close) fallopian tubes , migration of essure device. Impression- the essure device on the left appears to be outside of the fallopian tube, left fallopian tube fills normally contrast and patient with spillage into peritoneum, right essure device is good position with conclusion of the right fallopian tube. Low vitamin b12 level. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, described fallopian tube perforation and genital haemorrhage. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs received. Weight gain and hematuria were added. Patient's medical history added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left essure implant with patent fallopian tube/migration of essure device location: completely out of tube at hsg and then missing/failure to occlude fallopian tube/they could not find the coil"), embedded device ("migration of the essure device / migration of essure device location of device: missing from tube / failure to occlude (close) fallopian tube(s)/ suspects it's intramuscular in myometrium"), genital haemorrhage ("chronic bleeding"), suicidal ideation ("suicidal thoughts"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") in a 34-year-old female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included premenstrual dysphoric disorder (not recovered prior to essure), mood swings and suicidal ideation. Previously administered products included for an unreported indication: seasoque from 2004 to 2010. Concurrent conditions included endometrial biopsy, multiparous, hematuria and overweight. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), premenstrual dysphoric disorder ("psychological or psychiatric problems condition: premenstrual dysmorphic disorder worsened/psychological or psychiatric problems condition:premenstrual dysphoric disorder") and weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and depression ("depression"). In 2015, the patient experienced haematuria ("other injuries or complications -describe: hematuria"). On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), device expulsion ("suspects it's intramuscular in myometrium/ one coil not found"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), urinary tract infection ("infection urinary tract") and mood swings ("mood swing"). The patient was treated with surgery (diagnostic laparoscopy with left salpingectomy), surgery (tube removal, salpingectomy), surgery (ablation), surgery (ablation) and surgery (ablation). At the time of the report, the fallopian tube perforation, premenstrual dysphoric disorder, mood swings, weight increased and haematuria had not resolved and the embedded device, genital haemorrhage, suicidal ideation, vaginal haemorrhage, menorrhagia, device expulsion, depression, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered cystitis, depression, device expulsion, embedded device, genital haemorrhage, haematuria, menorrhagia, mood swings, premenstrual dysphoric disorder, suicidal ideation, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: results provided by healthcare that one of the coils had migrated and that they needed to find it, three coils in the right tube and one coil in the left tube. Per mr: perforated left essure implant with patent left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: unilateral occlusion (right tube occluded) on (B)(6) 2014 hysterosalpingogram should unilateral occlusion (right tube occluded) , failure to occlude (close) fallopian tubes , migration of essure device. Impression- the essure device on the left appears to be outside of the fallopian tube, left fallopian tube fills normally contrast and patient with spillage into peritoneum, right essure device is good position with conclusion of the right fallopian tube. Low vitamin b12 level. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, described fallopian tube perforation and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left essure implant with patent fallopian tube/migration of essure device location: completely out of tube at hsg and then missing/failure to occlude fallopian tube/they could not find the coil"), embedded device ("migration of the essure device / migration of essure device location of device: missing from tube / failure to occlude (close) fallopian tube(s)/ suspects it's intramuscular in myometrium"), genital haemorrhage ("chronic bleeding"), suicidal ideation ("suicidal thoughts"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") in a 34-year-old female patient who had essure (batch no. B26273) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenstrual dysphoric disorder (not recovered prior to essure), mood swings and suicidal ideation. Previously administered products included for an unreported indication: seasoque from 2004 to 2010. Concurrent conditions included endometrial biopsy, multiparous, hematuria and overweight. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and premenstrual dysphoric disorder ("psychological or psychiatric problems condition: premenstrual dysmorphic disorder worsened/psychological or psychiatric problems condition:premenstrual dysphoric disorder") and was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and depression ("depression"). In 2015, the patient experienced haematuria ("other injuries or complications -describe: hematuria"). On an unknown date, the patient experienced suicidal ideation (seriousness criterion medically significant), device expulsion ("suspects it's intramuscular in myometrium/ one coil not found"), cystitis ("infection bladder"), vaginal infection ("infection vaginal"), urinary tract infection ("infection urinary tract") and mood swings ("mood swing"). The patient was treated with surgery (ablation, diagnostic laparoscopy with left salpingectomy, ablation and tube removal, salpingectomy). At the time of the report, the fallopian tube perforation, premenstrual dysphoric disorder, mood swings, weight increased and haematuria had not resolved and the embedded device, genital haemorrhage, suicidal ideation, vaginal haemorrhage, menorrhagia, device expulsion, depression, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. The reporter considered cystitis, depression, device expulsion, embedded device, genital haemorrhage, haematuria, menorrhagia, mood swings, premenstrual dysphoric disorder, suicidal ideation, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: results provided by healthcare that one of the coils had migrated and that they needed to find it, three coils in the right tube and one coil in the left tube. Per mr: perforated left essure implant with patent left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: results: unilateral occlusion (right tube occluded). On 03-jul-2014 hysterosalpingogram should unilateral occlusion (right tube occluded) , failure to occlude (close) fallopian tubes , migration of essure device. Impression- the essure device on the left appears to be outside of the fallopian tube, left fallopian tube fills normally contrast and patient with spillage into peritoneum, right essure device is good position with conclusion of the right fallopian tube. Low vitamin b12 level. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, described fallopian tube perforation and genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on (B)(6) 2018 for the following reason: the case will be deleted from bayer pv database because this is a follow-up of (B)(4) case. No new follow-up information was received from the reporter. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("chronic bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and depression ("depression"). The patient was treated with surgery (on (B)(6) 2014, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, genital haemorrhage and depression outcome was unknown. The reporter considered depression, device dislocation and genital haemorrhage to be related to essure. Company causality comment incident~~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.